Event description:
A peritoneal dialysis (pd) pt reported during the morning of (B)(6) 2014 that he powered his cycler off due to multiple alarms. He discontinued his treatment and when he opened the cassette door fluid began to leak out. He discarded the set. He did not performed any treatment the evening of (B)(6) 2014. He had already discussed this with his nurse who advised him to perform manual treatment. During follow up, the pt's nurse reported his effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.